Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed, and a new replacement window was provided. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that high out of range shock impedance measurements were observed. Troubleshooting options and further follow up of the patient was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed, and a new replacement window was provided. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that high out of range shock impedance measurements were observed. Troubleshooting options and further follow up of the patient was discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.

Manufacturer narrative:
Additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.